Event description:
Received birth control implant called essure in 2013. I have had many problems since then including heavy bleeding, irregular periods, cramping and pain. I am now seeking medical help to have it removed. FDA safety report ID# (B)(4).